Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high compared to his feelings and or normal results and compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. On (B)(6) 2014 at 4:55 p. M., the patient obtained a blood glucose reading of ¿291 mg/dl¿ with the subject meter, which the patient felt was higher compared to his feeling and or normal results. The patient retested his blood glucose with another device (unknown type) and obtained a reading of ¿38 mg/dl¿ performed within 30 minutes of the initial reading. Based on statistical methodology, the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with insulin (unknown type and dosage) and denied taking any action in regards to his normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, 1 hour after the alleged issue occurred, he developed symptoms of ¿sweating and extremely tired¿. The patient claimed he was treated with food and/or drink by a non-hcp. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.